Event description:
The customer reported experiencing high blood glucose for the last couple of weeks, and insulin from the reservoir leaked past the o-rings. The blood glucose reading at time or call was 69mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Evaluated three randomly sealed reservoirs. Checked o-rings and stopper groove for defects and none were found. Ran basal, bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir did not leak.